Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report issues with their 30 degree endoscope. The image was upside down. The csr said they manually rotated the endoscope around and reseated the endoscope, but the image was still inverted. It took them a few tries before they had it working properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed prior to issue being identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to manually rotate the 30 degree endoscope around several times and reseat it to get it to work properly. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on the intuitive surgical, inc. (Isi) technical support engineer's (tse) notes, the system issue was due to an improperly seated endoscope. It can be resolved by reseating the endoscope and power cycling the system, if necessary.